Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy by -7.5% and that there was noted screen damage. There were no adverse effects reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition with the lens scratched. The event history log revealed that three (one 20ml and two 10ml) accuracy test was performed prior to the pumps returned. The delivery accuracy tests found the pump to be only slightly over delivering the control limit specification of +/- 3% and well within the published specification of +/-6%; not confirming complaint. Based on the evidence, no fault was found and the root cause is unknown.